Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured inner coil at a distance of some 20 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The analysis did not demonstrate any sign of a material or mfg problem. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or mfg problem.

Event description:
Boston scientific received info that the right atrial (ra) lead exhibited impedance measurements greater than 2500 ohms. The ra lead was explanted and a new lead was successfully implanted. No adverse pt effects were reported.